Event description:
It was reported that 9 hrs after insertion of the iab, the pump experienced helium loss alarms and blood was observed in the helium tubing. Because of this, the iab was removed and a replacement was not required. There were no associated pt complications.